Event description:
Caller reported that the printer was found in the morning smothered with plastic around the labels. No one was hurt and no damages occurred to the facility.

Manufacturer narrative:
Investigation pending.